Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the gas delivery engine (gde) and the pins on the power drive board were found bent. During further inspection the hose at k4 above the patient block was busted open, causing the large leak. The root cause of a leak was duplicated. This reported issue will be tracked and internally investigated.

Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, there was high pressure in the back of the unit causing a large gas leak in the gas delivery engine (gde). The customer stated that it was on patient but that there was no harm or injury.